Event description:
During a routine shift check by a clinician, the device displayed a "defib fault 72" message and would not charge energy. There was no patient involvement in the reported malfunction.